Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge. H3 other text : device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 591 mg/dl to "high". Bg cause was unknown. Reportedly, the customer addressed their bg with a manual dose injection. A system check was performed, and it was found that the customer did not perform the proper air removal techniques. Tandem technical support informed the customer that not performing the proper air removal technique is off label per the tandem user guide. Recommendation was made to consult with a healthcare provider regarding diabetes management.